Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018 a transmitter failed error occurred. No additional event or patient information is available. Data was provided for evaluation. Data review did not confirm the reported event. The root cause could not be determined.

Manufacturer narrative:
(B)(4).